Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the battery would not power on after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The current black box history showed no evidence of power issues occurring. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. A test cartridge cap and the returned battery cap were used to complete all testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump was not able to power on was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.